Event description:
It was reported by the patient that the lead failed. Follow-up with the clinic disclosed that the lead had increasing to high thresholds, decreasing to low impedance, and a low sensing value. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.